Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file which showed a post failure that the flat detector controller (fdc) software was missing and indicated the message: no connection with fd controller after 30 seconds. The fse solved the issue by replacing the fdc and reloading the fdc software. The returned part was analyzed and showed that the fdc was defective. After part replacement and software loading, the system was returned to use in good working order. The codes were updated based on the investigation outcome.